Event description:
A clinical study was reported following a glaucoma filtration device (gfd) implant procedure, the intra ocular pressure was elevated more than 10mmhg from baseline which was 19mmhg. The event was related to the device, test procedure and severity was moderate. This leads to the surgical intervention of implanting a non-company glaucoma drainage device along with placement of tutoplast scleral patch graft. The patient issues were resolved and the intra ocular pressure decreased to 06mmhg.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).